Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.12" x 0.27" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the maryland bipolar forceps instrument (471309-15/k10220509 0177) associated with this event has been performed. Per logs, the instrument was last used in a procedure on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument tip was broken off of the mega suturecut needle driver. The issue was identified following central processing of the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a missing tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was confirmed to have occurred in central processing. The customer reported that they inspect the instruments before and after central processing. They confirmed that the instrument damage was not present before processing, but was present after.